Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that insulin pump received hardware low level failure alarm after self test. Customer's blood glucose was 139 mg/dl. Customer was able to clear alarm and able to rewind the insulin pump. Customer troubleshooting was performed for insulin pump error. The insulin pump will be returned for analysis.